Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had just been filled prior to the alarm. There was no reported adverse impact to customer's blood glucose level. No additional information was available.